Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx device indicating the low battery. The biomed engineer under fse guidance completed the operation test and the battery issue was resolved, however during testing the malfunction of spo2 sensor was revealed the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the spo2 sensor. The customer ordered the sp02 sensor to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating the low battery. There was no patient involvement.